Event description:
On 9/9/98, datascope rec'd the mandatory medwatch form from the user facility; uf/dist report number: 490005-1998-0001 and the following info was reported: the iab was inserted into the pt on 8/19/98. The pt was lying quietly in bed not moving. On 8/20/98, the "blood in catheter-check catheter" alarm sounded from the system 97 pump and tiny flecks of blood were noted in the catheter tubing. The outside of the tubing. The iabp was turned off and the dr was notified and the iab was removed. (Event complications: unk - reported 9/9/98) (pt's current status: unk - reported 9/9/98)